Event description:
The manufacturer received information from a patient's family reporting that a ventilator service required alarm continued to occur on a trilogy evo ventilator in japan. No patient harm or injury was reported in association with this event. The device was reported to be in patient use at the time the issue occurred. The device has not been returned to the manufacturer for evaluation. However, a preliminary review of the device log identified an evt_battery_not_charging_fault error, indicating that the internal or detachable lithium-ion battery was not charging due to a hardware fault for one minute or longer. This information initiated the complaint investigation. The manufacturer's investigation remains ongoing. At this time, the root cause of the reported issue has not been determined. If additional information becomes available, a supplemental report will be submitted.